Manufacturer narrative:
The reported events of sensing noise and insulation damage were confirmed. As received, a complete lead with a stylet was returned for analysis. Visual inspection of the lead found external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve impression. The cause of the reported events was isolated to the insulation abrasion found on the lead.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. The noise episodes were reproducible with isometric testing in a clinic follow-up and during procedure the ra lead was visually confirmed to have damages to the insulation under the suture sleeve. The ra lead was explanted and replaced. The patient was in stable condition.